Event description:
This report is being filed after the subsequent review of the following literature article, schepers, t., hartog, d., vogels, l. And van lieshout, e.. (2013). Extended lateral approach for intra-articular calcaneal fractures: an inverse relationship between surgeon experience and wound complications. The journal of foot & ankle surgery, 52, 167-171. The authors conducted a retrospective study of patients who were treated for displaced intra-articular calcaneal fractures using a subcuticular single layer closure technique from (B)(6) 2005 to (B)(6) 2011. During the 75 month study period, 53 displaced intra-articular calcaneal fractures were treated in 50 patients, 39 men and 11 women with mean age 40.3 years, using the extended lateral approach and non-locking ao ((B)(4)) synthes device, calcaneal plate. The incision was closed via the subcuticular single-layer technique in 49 cases and using a different technique in four cases. Competitor bone-void filler was utilized at the discretion of the surgeon. Of the 49 fractures closed with the subcuticular single-layer technique, post-operative infection occurred in four patients, three of whom were smokers. Two of these four patients developed deep infection that required surgical debridement and removal of implants. The two other patients developed superficial wound complications that resolved with local measures. Of the patients for whom a different closure technique was used, two developed superficial infection that was treated with local wound care; one developed a fistula that was treated by hardware removal. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown calcaneal plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown calcaneal plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.